Manufacturer narrative:
Additional information was received that following the implant of the non-medtronic valve, contrast dye revealed a dissection in the ascending aorta from the truncus brachio-cephalicus to the sinus of valsalva (sov). According to the implanting physician, the cause of the dissection was the non-medtronic valve. The non-medtronic valve's balloon dilation was found to have caused a calcium deposit within the native aortic annulus to penetrate through the vessel wall, just deep enough to result in the dissection. Surgical intervention was performed and the origin of the dissection was located. During the surgical repair, the medtronic valve was explanted from its location within the ascending aorta. Following a successful surgical repair, the non-medtronic valve remained in place. The patient tolerated the repair procedure well. No additional adverse patient effects were reported. Updated b.5 - description of the event. Updated h.6 - method and health impact coding. The delivery catheter system (dcs) was discarded. The explanted valve was not returned to medtronic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h.6 - method code. The explanted valve was discarded by the account. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16. Product analysis: the valve remains implanted and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully deployed using the cusp overlap technique at a depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp. It was reported the valve frame did not fully expand and a "vase shape" remained. As the delivery catheter system (dcs) was withdrawn through the valve frame, part of the dcs caught on the valve and dislodged the valve aortic. Subsequently, a snare was used on the valve paddle to pull the valve into the ascending aorta and hold the valve in place just under the truncus brachio-cephalicus. A non-medtronic valve was implanted through the first valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. The subject delivery catheter system (dcs) was discarded by the customer, and as such no analysis could be performed. In addition, no valve implantation procedure images were provided to medtronic for review. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. "The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus". Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the limited information available, the cause of the frame expansion issue could not be conclusively determined, but the patient¿s reported severe annular calcification may have been a contributing cause. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Vascular injuries such as dissection, are known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the implanting physician, the cause of the dissection was the non-medtronic valve. In this case, the non-medtronic valve's balloon dilation was found to have caused a calcium deposit within the native aortic annulus to penetrate through the vessel wall, just deep enough to result in the dissection. Review of the device history record for the valve and valve frame record for this device found it was built to specification and met all inspection and acceptance criteria. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.